Event description:
It was reported that customer experienced cgm error message while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance from technical staff, error did not recur, and customer successfully started new sensor session, with no device return arranged and no further actions reported.